Event description:
It was reported that, during startup, it was found that the enter clear button did not work. There was no patient harm, involvement or delay of therapy.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the complaint was confirmed by functional testing. The cause was due to the keypad. The keypad was replaced, and the pump passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.